Event description:
The customer's husband reported that the customer damaged on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer husband was advised that the insulin pump will need to be replaced. The customer was advised to speak with healthcare provider about how he is to go from the syringe back the insulin pump. The patient was advised to call in for assistance with programming insulin pump. No further assistance needed.

Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked reservoir tube lip, stained address/serial number label. Up arrow button did not respond due to flattened button dome switch.